Event description:
It was reported that the patient's (pt) device was replaced at 5 years and in (B)(6) 2013, (pt was very difficult to understand the reported date may not be correct) pt said something seeped into the generator causing a massive infection with a bubble sticking out of the out of the suture, out of their chest a green bubble the size of a thumb and they waited 7 years to get a new one on (B)(6) 2022. The pt said something about their head/scull/bad scars. For the report of the patient's arms raise up a little bit and their wrists turn in a little bit see pe #(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.